Event description:
Caller reports being unable to obtain a result on the aviva system while the customer was unconscious. Caller was able to treat the customer with orange juice, and his low blood glucose symptoms improved immediately. Requested return of suspect device and replacement was sent.

Event description:
Caller reports being unable to obtain a result on the aviva system while the customer was unconscious. Caller was able to treat the customer with orange juice, and his low blood glucose symptoms improved immediately. Requested return of suspect device and replacement was sent.